Manufacturer narrative:
A medwatch form was not received from the reporter. Any missing or incomplete data on form 3500a is the result of information not being provided or released by the reporter despite attempts to obtain the required information. The facility stated they are doing voluntary medwatch. The date of submission and number were not provided. This product was being used for treatment. The initial information from the facility was only that the blade broke. When the product was returned and an analysis was performed on (B)(6)2010, it was determined to be a reportable event for a retrieved fragment. The tip was easily removed from the sinus with no injury or impact to the patient. A review of the complaint history indicates no trends for this product. No anomalies were found in the manufacturing documents. One used sample was returned and evaluated. Visual inspection indicated that the tip of the inner blade fractured when a tooth on the inner blade caught a tooth on the outer blade and pushed the tip through the window of the outer blade. Metal-to-metal between the inner and outer blades was present, indicating that the inner tooth was bent prior to breaking. It is indeterminate if the device met specification at the time of the event. Instructions for use statements include but are not limited to, should a blade fracture during use, extreme care must be exercised to ensure that all fragments of the device are retrieved and removed from the patient. Unremoved fragments may cause tissue damage to the patient.

Event description:
The dr was performing a nasal septoplasty when the blade broke. When the product was returned and an analysis was performed on (B)(6)2010, it was determined to be a reportable event for a retrieved fragment. The tip was easily removed from the sinus in the same procedure with no injury or impact to the patient.